Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The ventilation management board (vmb) board was replaced to resolve the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
The hospital reported that the screen went black during a case. There was no report of patient injury.